Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This emdr was submitted to represent the bard/davol perfix plug (device #1). Additional supplemental emdr's were submitted to represent the two bard/davol mesh ¿ ventralex (device #2 & #3). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: (B)(6) 2005 ¿ patient was diagnosed with incarcerated umbilical hernia thereby underwent open repair with the implant of perfix plug (device #1). Per op notes, ¿the hernia sac was separated from overlying umbilicus. A small perfix plug (device #1) was placed just deep to fascia using sutures.¿ (B)(6) 2007 - patient was diagnosed with incisional ventral hernia thereby underwent open repair with the removal of mesh (device #1) and implant of ventralex mesh (device #2). Per op notes, ¿the previous hernia and new hernia made into single defect. A perfix plug (device #1) was excised and a ventralex mesh (device #2) was placed deep to abdominal wall and positioned using sutures.¿ (B)(6) 2008 ¿ patient was diagnosed with chronic abdominal pain , adhesion, delaminated mesh thereby underwent laparoscopic to open repair with removal of mesh (device #2) and implant of ventralex mesh (device #3). Per op notes, ¿adhesions had been taken down and the mesh (device #2) was profoundly contracted and delaminated from the abdominal wall surface was excised. A large ventralex mesh (device #3) was secured to peritoneal surface using tacks.¿ (B)(6) 2008 ¿ patient was diagnosed with small bowel obstruction secondary to intraabdominal adhesions thereby underwent laparoscopic repair. Per op notes, ¿adhesions were taken down. The small bowel was eviscerated through the incision and fluid was milked to area concerning for bowel perforation.¿ (B)(6) 2017 ¿ patient had abdominal pain and diagnosed with left spigelian hernia and mesh eroded to small intestine thereby underwent laparoscopic repair with the removal of infected mesh (device #3). Per op notes, ¿scar tissue was excised and adhesion was lysed. Small spigelian hernia was found on left side. Mesh (device #3) had eroded into the small bowel was resected enbloc.¿